Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and low hemoglobin count on (B)(6) 2017 with blood glucose of 769 mg/dl. The customer¿s current blood glucose level was 424 mg/dl and 445 mg/dl. The customer reported that during hospitalization they gave him too much insulin and his blood glucose level went down to 10 mg/dl. The customer reported that he did not allege pump was under delivering. The insulin pump had no air bubbles. The customer performed hp test and found that the insulin flow was blocked. The customer also reported that he might have an infection. The customer was treated with manual injection. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.